Event description:
It was reported by the customer that the pyxis medstation es system had drawer failure. The customer reported that user was not able to remove/issue meds to the patient during the malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was an error/jam/obstruction that caused drawer failure. A field service engineer cleared error/jam/obstruction. The system functioned as intended after the field service engineer troubleshooted the device.